Event description:
Complainant alleged that during a routine shift check the device displayed "defib fault 752," "pacer fault 121," and "pacer fault 122" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.